Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60d cartridge reload was received with no visual non-conformances and unfired. The reload was placed into a test device and was tested for functionality; the device achieved a complete 3-strokes and fired without any difficulties noted. However two staples were missing from the staple line, the missing staples do not create a fluid path or compromise the integrity of the staple line. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, they found irregular staple line after opening the product. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿found irregular staple line after opening the product¿? Was the cartridge loaded and used with a stapler or was the issue found prior to loading in the stapler? If the cartridge was used a stapler, what was the product code and lot/batch number for the stapler used with the ecr60d cartridge (ex, ec60, long60a, pse60a, etc)? If the issue was discovered prior to use, please describe what was found (protruding staples, missing staples, foreign matter, etc). Did the device deliver any staples? If yes, was the staple line complete? Were the staples formed properly? Did the device deliver a cut line? If yes, was the cut line complete? How was the procedure completed?